Event description:
It was reported that bd insyte autog bc foreign matter on catheter. The following information was provided by the initial reporter: "one of my staff members reported that one of the IV catheters that they opened this morning had black residue on the catheter."

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of black residue on the catheter was confirmed and the cause was considered to be manufacturing related. Two photographs and one 20g insyte autoguard bc unit were provided for investigation. A microscopic examination of the catheter revealed black flecks on the external surface of the catheter tubing near the tip. The black material was covered with what appeared to be lubrication on the catheter. It was noted that the black material could be scraped from the surface of the catheter; however, there was insufficient material to test for the material composition. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.